Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300 mg/dl), and a trace of ketones. During troubleshooting with tandem technical support it was found that the pump time was off by 1 hour. Reportedly, the customer forgot to change their pump time for daylight savings. Customer delivered a correction bolus to stabilize blood glucose levels.